Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms in triad, resulting in a message in the remote home monitoring system. Review of data from the remote home monitoring system noted that shock impedance measurements had been in the 100-120 ohms range for the past year. Technical services (ts) discussed troubleshooting options. The field representative and physician plan to review the troubleshooting options during the next routine in-clinic follow-up. No adverse patient effects were reported. This device remains in service.